Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device, as excessive force was used during the firing of the needle.

Event description:
On 11/21/2023, it was reported by a distributor via (B)(4), that an ar-13995n needle could not be advanced. This occurred during a rotator cuff repair on (B)(6) 2023 where the needle was loaded and the surgeon tried to advance the needle through the rotator cuff tissue, but the needle would not advance. The scorpion was removed from the incision site and tested outside of the joint. Again, the needle would not advance. The needle was removed, and re-positioned/re-loaded in the scorpion, again, it would not advance. The needle was removed and inspected; it appeared to be bent or kinked, and it was faulty and would not engage in the scorpion. A new needle was opened, and it worked. The case was completed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.